Event description:
The customer reported that device would intermittently shutdown.

Manufacturer narrative:
The customer reported that device would intermittently shutdown. The customer ordered a battery pca. As of 1/26/2009 there have been no further calls from this customer regarding this device and this reported symptom.